Event description:
It was reported that "pump is cracked on charging port and crack is spreading. Pt has to be extra careful while using and charging pump. Pt beleives the pump is not water resistant anymore due to this". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.